Event description:
It was reported that the ilet generated a ¿73 ¿ flash power¿ alert, which persisted after restart and led to device replacement; the device stored settings and therapy resumed after restart, but the alert recurred and the user was instructed on shutdown and backup planning. Symptoms included hyperglycemia with a reported maximum blood glucose of 260 mg/dl and levels above target for over seven hours, without ketone testing, medical intervention, or other assistance. Outcomes included temporary interruption of insulin delivery requiring replacement of the device and user education on backup therapy and device handling. Investigation included review of device history, verification of alert status, restart attempts, assessment of charge status, and logistical steps for replacement and data handling. Investigation of this device revealed a device malfunction related to the pump¿s power management circuitry consistent with a flash power fault, with no evidence of user error or external contributing factors. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the power subsystem.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.